Event description:
Description of reported event: it was reported to (B)(6) that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was admitted and treated with intraperitoneal (ip) vancomycin 2000 mg every 4 days and ceftazidime 1500 mg daily for 21 days. However, on (B)(6) 2025 the patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis, and the patient¿s ceftazidime was discontinued. On (B)(6) 2025, the patient was still experiencing abdominal pain, and the nephrologist ordered the removal of the patient¿s pd catheter (not a (B)(6) product), while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a (B)(6) product). The patient transitioned to hd without reported issue, and the patient¿s abdominal pain resolved. The pdrn attributed causality to a previous staphylococcus epidermidis infection (captured in file (B)(4)) having not been fully cleared and became seeded in the catheter. Per the pdrn, the serious adverse events were unrelated to any (B)(6) product(s) and/or device(s) malfunction or deficiency. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).